Event description:
Initial result for a patient digoxin was 31. When repeated on another analyzer, the result was 0.4. The incorrect result was not used to guide therapy. The sample is being evaluated for an interferent.